Event description:
An ivtm therapy was initiated for a 55-year-old female patient who had undergone CPR (body weight: 165 cm, 90 kg). An icy catheter (lot #197210) was smoothly inserted into the left femoral vein. At the beginning of the ivtm therapy, the patient's temperature was recorded at 36°c, with a target temperature set at 36.8°c at the max rate. During the procedure, the thermogard xp ivtm system generated an "air trap warning," and an empty saline bag was observed. There were no signs of fluid leakage on the thermogard system, patient bed, or floor. The catheter was then removed, and therapy was stopped. The catheter had a dwell time of 60 hours. The customer reported that aspirating the catheter was difficult, so they cut off the orange luers from the catheter. No injuries were reported.

Manufacturer narrative:
The reported complaint of an empty saline bag was confirmed during a visual inspection of the returned icy catheter (lot #197210). The catheter was returned to zoll with its in and out lumen tubing completely cut off. However, blood residue was observed inside the balloons. Blood inside the catheter balloons typically indicates a leak somewhere in the catheter, confirming the reported complaint. Due to the condition in which the catheter was returned, the functional leak test could not be performed, and zoll could not precisely determine the location or type of leak. The returned catheter was visually inspected, and it was observed that the customer had completely cut off the in/out lumen tubing. The in-lumen tubing was cut at 0.75 cm, and the out-lumen tubing was cut at 2.5 cm away from the distal end of the in/out luers. Blood residue was observed inside the balloons and luered tubings; blood inside the balloons indicates a catheter balloon leak, confirming the reported complaint. Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause of the reported complaint could not be determined. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for an investigation related to the reported complaint, and no similar complaint was reported for icy catheter with lot #197210.